Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the tl90 device arrived with no apparent damaged with a trh90 loaded on the device and fully loaded with staples. The device was tested for functionality with a test tr90 reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the reload will only fit and operate properly in the linear stapler for which it has been designed; that is the tl90 device will only work with a tr90 reload and a tlh90 device will only work with the trh90 reload. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler fired and the staples didn't go into the tissue, they got a reload and it jammed. There were no patient consequences reported.